Event description:
Initial description: the tip broke off in the right atrium. Follow description: the device was being used during a bi-ventricular ICD implantation. The catheter was being used to cannulate the coronary sinus in order to advance a lv pacemaker lead, but at the time no other devices were being used. The md only had this device in use and was only at the point of directing the catheter to the coronary sinus at which time the tip separated from the catheter shaft. At this point, another coronary sinus guide catheter was used to resume the procedure. An lv lead was not able to be advanced so, only an rv ICD lead was implanted. No further medical intervention was utilized and as of this point, the patient's condition remains unchanged.

Manufacturer narrative:
The actual device was not available for evaluation at the time of this report. The DHR for the lot was reviewed and indicated that proper materials and processes were used to produce the unit. No excursions were noted. Analysis was performed on retained units from the identical lot that experienced the problem. The soft tip joint was visually inspected and mechanically tested. The retain units met design specifications for tip integrity and pull force.